Manufacturer narrative:
Inspection of the device is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
It was reported that the light head of the iled 7 surgical light system fell down during a surgical procedure on the back of a surgeon. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Investigation by baxter medical identified that the locking segment (crescent key), which secures the light head to the spring arm, came out of the connection. This allowed the light head to separate from the spring arm and fell down. The locking segment is covered by a sleeve to avoid the locking segment to come out. The sleeve is secured by a screw which prevents the sleeve to move from its securing location. During on-site investigation, it was identified this screw was missing. The missing screw allowed the sleeve to move upside. If the sleeve is not in the correct place the crescent key can move out of the connection over time allowing the light head to detach. A review of the past service events showed a preventive maintenance performed by baxter in september 2023. The relevant check point at the maintenance protocol indicated the screw was in place at this time. Based on this no further actions are needed.

Event description:
It was reported that the light head of the iled 7 surgical light system fell down during a surgical procedure on the back of a surgeon. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).